Event description:
The pump was returned for service where a failure code 812:02 occurred when the pump was powered on. The customer was contacted and stated that this pump has not been invovled in a patient incident this time or since the last time it was serviced by baxter.